Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: restenosis left untreated. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated distal right coronary artery (rca) with a 3.0 x 12 xience v stent. Additionally, a 2.5 x 12 xience v stent was deployed in the pre-dilated mid rca. There was no reported product malfunction or pt issue at the time of the index procedure. However, on (B) (6) 2009, the pt reported to the emergency room with shortness of breath and dyspnea on exertion that had occurred for two weeks. The pt was diagnosed with acute coronary syndrome. Heart catheterization was performed which revealed stenosis of the circumflex artery just beyond a previous placed circumflex stent (cypher stent). Also noted was 20-30% in-stent restenosis (isr) of the distal rca (xience v 3.0 x 12). The only treatment reported was for a non-target lesion. The event resolved and the pt was discharged from the hosp on (B) (6) 2009. There is no add'l event or pt info available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation: in this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the product instructions for use. Additionally, restenosis, dyspnea, and hospitalization are listed in the product risk assesment. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to MFR, design, or labeling.